Event description:
The manufacturer received information alleging particles in tubing/chamber, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found an unknown dust contamination and keratin like contamination in the blower box where the filter is placed, on the pca, on the blower box, front panel, o-ring of the rear panel, on the rear panel, and the bottom enclosure, blower, blower seal, blower box and blower box outlet. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown dust contaminant and an unknown contaminant in the flip lid seal, the flip lid, bottom enclosure, dry box, dry box seal and water tank. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer concludes the contaminates found were consistent with an unknown contaminant, dust and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Sections d9, d10, g3, h3 and h6 has been updated / corrected.